Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was over 500 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. It was also reported that the customer had issues with excessive no delivery alarms, bent cannula, as well as an unresponsive keypad. Customer's blood glucose level at the time 303 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.